Event description:
It was reported during a lap hernie procedure that the staples were not advancing. Take new instrument. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
The analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The device was tested for functionality and it only fired 5 staples as inteneded as the rest of the staples had to be manually removed due to the open nose. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were noted during the manufacturing process.